Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-1918, 1920. It was reported the pt is no longer receiving effective stimulation and is experiencing a heating sensation at his ipg site while charging. The pt is also experiencing an increased charge burden and a pinching feeling in his buttock area associated with the ipg. Currently the pt is hospitalized due to an unrelated issue. F/u is pending with a sjm rep. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall number - 1627487-12192011-003-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.